Manufacturer narrative:
Other, other text: h3: one level 1 hotline low flow system was received with the float switch stained red, the enclosure was cracked at the water tank cover causing a leak, both covers were cracked and the line cord was worn. The water tank was filled, the temperature check was attached, the line cord was plugged in and the device was turned on. The reported issue was unable to be duplicated. The damaged float switch and covers as well as the line cord and enclosure were replaced.

Event description:
Information was received that overtempt is non-functioning. Unit failed to provide an over temp alarm when pressing over temperature alarm test" button. Incident occurred during preventive maintenance; no patient involvement.